Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/12/2019. Additional information was requested and the following was obtained: what were the indications for surgery? Usually hand-suturing, but sometimes using circular staplers. What was technique utilized for the anastomosis (thoracic, cervical, etc.)? Unknown. Was there any tension on the anastomotic site? No. What healthcare professional fired the device and what is his/her experience with the device? Used our cdh for 5 times. Where in the green gap setting scale was the indicator located after it moved upward during firing? In moved upward, and located in the top of the scale 6. Where in the green gap setting scale was the indicator located after the firing was completed? In the top of the scale 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown 8. Please describe healthcare professional position and grip position in respect to the patient and the device during firing? Unknown . Was the device difficult to close? Unknown. Was the device difficult to fire? Yes, much force was needed and the cracking sound wasn't clear. Was the device able to be fired in one continuous stroke? Unknown did the healthcare professional receive audible & tactile feedback that the washer had been completely cut and the firing sequence had been completed? There was a sound, but it wasn't clear cracking sound were the donuts inspected? If so, please describe. No, as staple b shape didn't form at all. Was a complete washer transection in the device confirmed? Unknown. Can more information be provided about staple form and location of the improperly formed staples? Unknown how was it confirmed the tissue was not sealed? There was no b shape at all, and surgeon found out it didn't make any sealing can a detailed timeline of events, operative notes, or an autopsy report be provided? Unknown. How long after the initial surgical procedure were issues noted? 2 months how were the issues noted? By the head nurse. Was there a reoperation performed? If so, what was found during the reoperation? Unknown. Was the patient discharged from the hospital? Unknown. What is the date of the patient death? Unknown. Has a cause of death been determined? Unknown. Does the surgeon believe the issues experienced with the device caused or contributed to the patient¿s death? Please explain. No, he is considering lots of reasons, and he thinks our device wasn't the only effect to the patient outcome. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Yes, of course. Attempts have been made to schedule a call with the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/6/2019. Batch # r58c08. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present. As part of the activity plan, the device was reloaded with staples, a new washer was placed in the device and it was tested for functionality. The device was then hand fired on test skin after setting the anvil to a high b setting. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. During the device hand firing on test skin a small amount of back-drive of the adjusting knob was noted, but the device still fired as expected and was considered conforming. The device was then put through testing that would simulate clinical usage. The device was reloaded a second time with ils reload staples and a new washer was installed. The device was setup to fire into indicated tissue (porcine colon with thickness of 2.2mm to 2.7mm) across two crossed staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). Firings were performed by hand by r&d design engineer. The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. During the device hand firing on tissue a small amount of back-drive was noted, but the device still fired as expected and was considered conforming. To further understand the performance of the complaint device, the device was then put through testing that would simulate clinical usage by firing on indicated tissue while utilizing a force-to-fire fixture. The fixture allows for the device to be fired while measuring the force applied versus trigger rotation and the equipment also measures any adjustment knob rotation that might occur during device functioning. The device was reloaded with ils reload staples for a third time and a new washer was installed. The device was setup to fire into indicated tissue across two crossed staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). The firings were performed by the force-to-fire equipment. The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. During the device firing on tissue using the force-to-fire equipment, a small amount of back-drive was noted (approximately 13 degrees), but the device still fired as expected and was considered conforming. The indentation of the washer indicates that the device may not have been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range, thus the knife did not travel the required distance during the firing stroke to break the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the technique utilized for the anastomosis (thoracic, cervical, etc.)? Was there any tension on the anastomotic site? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located after it moved upward during firing? Where in the green gap setting scale was the indicator located after the firing was completed? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Please describe healthcare professional position and grip position in respect to the patient and the device during firing? Was the device difficult to close? Was the device difficult to fire? Was the device able to be fired in one continuous stroke? Did the healthcare professional receive audible & tactile feedback that the washer had been completely cut and the firing sequence had been completed? Were the donuts inspected? If so, please describe. Was a complete washer transection in the device confirmed? Can more information be provided about staple form and location of the improperly formed staples? How was it confirmed the tissue was not sealed? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How long after the initial surgical procedure were issues noted? How were the issues noted? Was there a reoperation performed? If so, what was found during the reoperation? Was the patient discharged from the hospital? What is the date of the patient death? Has a cause of death been determined? Does the surgeon believe the issues experienced with the device caused or contributed to the patient¿s death? Please explain. Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during an esophagectomy case, the surgeon placed the anvil in the esophagus and placed body in stomach. He adjusted the staple height by rotating the knob, and rotated it until the orange bar was placed in the bottom of the window. When the surgeon pushed the firing trigger, suddenly the orange bar in the window began to move upward. After firing, tissue wasn't sealed at all and the staple didn't formed enough b shape. Surgery was delayed 30 minutes. Hand suturing was performed to complete the case and the procedure was successfully completed. However, the patient expired. Additional information was provided that the patient died after surgery. The surgery was well done (the surgeon did hand suturing after cdh misfiring), but after the surgery, patient¿s condition went worse.